Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: parent called on behalf of her minor child. Stated, patient end breaks of when removing shield prior to injection stated, daughter is concerned the needles may break off in her stated, her daughter is not comfortable using the 2nd gen lot: 0119875 catalog: 320550 date of event: unknown

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box 1200 experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: parent called on behalf of her minor child. Stated, patient end breaks of when removing shield prior to injection stated, daughter is concerned the needles may break off in her stated, her daughter is not comfortable using the 2nd gen. Lot: 0119875, catalog: 320550, date of event: unknown.